Event description:
A customer reported a past high blood glucose event with an unknown cause. The highest blood glucose level was displayed as "high" without a specific value. Cause was not known. The customer addressed the issue with a correction bolus via the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.